Manufacturer narrative:
The account is requesting a head cylinder to repair. Repairs have not been completed.

Event description:
Info received indicates the head section will not lower past 20 degrees nor will the head section lower using CPR.